Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The workshop service engineer reported that the capacitor was found to be faulty during check. There was no report of patient involvement.